Event description:
The dealer stated the unit was flashing 2 red and 1 green. The dealer did not provide any detail on how the unit is being used. No patient information, no hours. The dealer did not report any injury or property damage.